Manufacturer narrative:
Batch review performed on 04 december 2018: lot 174730: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and another similar event was reported. Other device involved: reverse shoulder system humeral reverse hc liner ø36/+3mm, reference 04.01.0120. Lot 175045: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 5 similar reported events

Event description:
Revision surgery performed 2 months and a half after primary surgery, due to dislocation of the liner from the glenosphere. The surgeon revised the glenosphere, humeral reverse metaphysis and liner.